Event description:
Intravenous piggy backed solution was noted to have backflowed up into primary IV bag (with higher levels of fluid than were originally in the secondary tubing set and not infusing properly to the patient. This has occurred multiple times at the hospital. There has been no manufacturer response thus far for our facility.